Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged her ipg in approximately a year. It is unknown when the patient last had therapy. A company representative met with the patient and was unable to establish communication between the patient ipg and another charger. The ipg was inoperable. Subsequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.